Event description:
Per the returned paperwork, one day after surgery in 2008, the patient's device was explanted, due to a "medical indication". The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.